Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the insulin pump had no button response due to corroded keypad traces. Unable to test for unexpected failed battery test alarm, battery out limit alarm or weak battery alarm due to the unresponsive buttons. The unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that his reliable insulin pump had alerted a button error. Customer's blood glucose level was 74 mg/dl. Customer reported the device first alarmed weak battery, customer changed the battery. Then the device alarmed failed battery test and then button error. None of the buttons were responding. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.